Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low and elevated blood glucose (bg) levels ranging from 53-401 mg/dl; cause was unknown. The customer administered a manual insulin injection to treat the elevated bg and consumed carbohydrates to treat the low bg. During troubleshooting with tandem technical support, it was found that the pump was functioning as intended.